Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The manufacturing record and the shipping inspection record of the actual sample no anomaly was found. Past complaint file no other similar report of the product with the involved product code/lot# was found. Manufacturing date: may 23, 2024. Cause of occurrence/conclusion based on the investigation result, no anomaly was found in the manufacturing record. Since the actual sample could not be investigated, it was not possible to clarify the cause of temperature measurement failure. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that while priming the cardiopulmonary bypass circuit, the temperature display fluctuated wildly between 20°c and 36°c. The thermistor cord was replaced and extracorporeal circulation was performed. The surgery was completed without any problems. The procedure was completed successfully. The patient was not harmed.